Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was successfully deployed status post motor vehicle trauma with prolonged immobility and risk for dvt and pe. The deployed filter was placed below the renal veins via the right common femoral vein. Inferior venacavogram performed during filter deployment revealed the inferior vena cava measured less than 28 mm in diameter. The patient later experienced a dvt (date not specified, location not specified) and was treated with six months of anticoagulation. Approximately seven months post filter deployment, the patient presented for filter retrieval via the right internal jugular vein. A venogram indicated a chronic occlusion of the inferior vena cava just below the level of the filter. The filter was left in place. Approximately four years post filter deployment, the patient presented with bilateral lower extremity pain and swelling. Ultrasound demonstrated acute thrombus in the right lower extremity and chronic thrombus in the left extremity. Two days later, the patient was prepped for filter retrieval via the right jugular vein, as preliminary venograms performed on both lower extremities demonstrated a 98% improvement in thrombus burden. A slightly irregular wall contour was noted in left femoral vein and common femoral vein with numerous collateral vessels in the region of the pelvis and circumflex indenting the bilateral common femoral and external iliac veins. The ivc filter was successfully removed using a recovery cone, with no evidence of thrombus noted within the inferior vena cava, the filter, or the bilateral common iliac veins. Successful placement of 23 x 25 mm wall stent and angioplasty performed in the region of the previously removed ivc filter. Completion venogram demonstrated improved flow in both lower extremities, no thrombus burden. The patient appeared to tolerate the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011). (Manufacturing date 06/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that blood clots were in the ivc filter. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced swelling and pain in both legs. However, the current status of the patient is unknown.